Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the entire stent was damaged, deformed and squashed except for the first proximal stent row which appeared undamaged. The crimped stent outer diameter (od) of the damaged section was measured and result was within maximum crimped stent profile specification. Stent damage most likely occurred during advancing attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. After non-bsc wire crossed the lesion, a 2.5x15mm non-bsc balloon catheter was advanced for dilatation. A 2.75 x 12 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Dilatation was again performed but the synergy stent still failed to cross the lesion. The procedure was completed with a 2.75x15 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.